Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary arrest and heart failure no additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.